Manufacturer narrative:
Following the evaluation of the device, the customer replaced the gas delivery system (gds) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Multiple attempts were made to obtain more information regarding a possible battery issue; no response was given.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28dec2020.

Event description:
The biomed reported to remote service engineer (rse) diagnostic code consistent with low leak- carbon dioxide (co2) rebreathing risk alarm was present. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm the biomed also referenced the battery issue. The rse advised the biomed to ensure the exhalation port is not blocked and to complete v60 performance verification testing (pvt). Biomed has reproduced the co2 re-breathing risk diagnostic code. The biomed confirmed replacing the v60 gas delivery system has resolved the co2 re-breathing risk problem.